Event description:
Pt presented for thrombosis of avg with sig stenosis of both inflow and outflow. Micropuncture wire broke and was retrieved in its entirety. Pt was monitored and discharged the same day of the event.